Event description:
Intended use: the emag® system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). For in vitro diagnostic applications, the emag® system is intended to be used in clinical laboratories only. Description of the issue: on (B)(6) 2022, a customer in united kingdom notified biomérieux of a vacuum error leading to delayed results when using the emag (ref. 418591, serial number: (B)(4)) with twenty patient samples. The customer specified that he lost 20 samples because of the error code 12014 vacuum tank pressure loop error right hand side. The customer was unable to re-test the samples. The 20 samples were corresponding to mycobacterium tuberculosis samples that needed to be re-grown due to the issue, resulting in a delay of approximatively 1 week. There is no indication or report from the laboratory that the issue result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in united kingdom of a vacuum error leading to delayed results when using the emag (ref. (B)(4), serial number: (B)(6). Investigation; a preliminary assessment of the status of the instrument was carried out at global customer service (gcs) level by means of the instrument logs collected by the (field service engineer) fse on the field. By analyzing the logs, it was evident that the sequence of steps leading to the error was always after the first aspiration step and always consisted in the following sequence: aspiration phase : done. Buffer dispense : error. Error 12014 triggered at the end of the dispense steps. By means of the log analysis, the nature of the error as well as the timing of occurrence were confirmed; however, the true root cause could not be determined without direct access to the instrument. Investigation on site. On 2022, april 12nd -14th gcs and se&s departments dispatched two engineers to support the fse solving the issue directly on the field. Upon visual inspection, crystal accumulation was found on the peristaltic pump tube connectors, and waste fluid was found inside the pressure sensor tubing. The peristaltic pump was therefore identified as a first potential leaking point to be further investigated. Vacuum and aspiration tests were carried out on both sections to further investigate the issue. The vacuum leak test executed on section 2 clearly indicates that the waste manifold pressure did not properly vent. This indicates a probable clog in the waste manifold, which could likely be caused either by an obstruction around ev03 (electrovalve 03) or the liquid inside the s02 pressure sensor tube. Furthermore, the hydrogroup startup test was also executed on both sections. The results highlight that the pressure in the waste tank on section 2 did not reach the same vacuum pressure previously achieved in section one. The plot clearly shows that, despite not being big enough to trigger the error during the startup, a leak of some sort is present in the vacuum system on section 2, that is the section that was rising the 12014 error. Moreover, the pressure tests show how the pressure of the waste manifold did not completely vent, further corroborating the hypothesis of a clogged ev03. To correct the issues described above, the following parts have been replaced: left section waste tank this fixed the leakage observed. Peristaltic pump tube this removed the liquid and air leakage located on the consumable pump tube. Waste manifold the system was upgraded to the latest waste manifold configuration. The investigation was able to identify the root cause and resolve the issue by replacing all these three components and executing the tests described above. It was noted that custom extraction methods were set up without selecting the option ¿¿off-board¿ and this is known to interfere with the first aspiration. This is the suspected cause of the specific timing of alarm onset, and the extraction methods were corrected on site. Root causes; the root cause of the issue described in the present case is a combination of the following different issues. 1) manual sample preparation together with the wrong extraction protocol ¿ the first aspiration was impacted by this misconfiguration and the wrong protocols were corrected. 2) leak in the peristaltic pump line ¿ a leakage small enough to be difficult to detect but still letting fluids out to crystallize. 3) small leakage on the waste tank on the left hand section ¿ big enough to interfere with (1) but sufficiently small to pass the vacuum test carried out during startup. 4) fluid in the s02 tube ¿ known issue related to the initial waste manifold design already corrected with design change cr-00545. The system was upgraded with the new manifold design. Conclusions; the combination of the four circumstances listed below: 1) wrong configuration in manual sample preparation. 2) leak in the peristaltic pump line. 3) small leakage on the waste tank on the left hand section. 4) fluid in the s02 tube. Led to the observed 12014 errors at customer site university hospital wales specialist antimicrobial chemothera with the consequent loss of samples and ¿delayed results¿. The occurred issue was resolved after an intervention on site. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. There is no corrective action that can prevent natural deterioration of components leading to leakages, especially if associated to the manual sample preparation together with the wrong extraction protocol. Also, the initial waste manifold design has already been corrected with design change cr-00545. In conclusion, no further corrective and/or preventive action have been identified as necessary following the outcomes of the current investigation.